Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/4/2020. Additional b5 narrative: it was reported that the patient experienced abdominal pain following the surgery. It was reported that the patient underwent removal of mesh on (B)(6) 2016.

Manufacturer narrative:
Date sent to FDA: 07/9/2020. H6 patient codes: 3189 - surgical intervention. Additional information: a2, b2, b7. Additional b5 narrative: it was reported that the patient experienced mesh repair on (B)(6) 2016. It was reported that the patient experienced hernia and obstruction following the implantation. Corrected information: d6. Corrected b5 narrative: it was reported by an attorney that the patient underwent hernia repair on (B)(6) 2015 and mesh was implanted.